Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
This report is #1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. The measurable dimensions were found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard iso 5832-1. The fracture face is homogeneous, which indicates material conformity as well. No product fault could be detected. Below the screw head are strong thread-shaped stress marks visible. This let us suppose that an excessive metallic contact during the screw insertion, par example with the plate by an extreme insertion angle, caused a mechanical overload and finally the breakage of this device.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2013, the surgeon was implanting a dhs implant and while inserting the 4.5mm cortical screw, the head of the screw snapped off. The thread of the screw was left implanted in the patient. This event did add some additional time to the procedure, unknown how many minutes the procedure was prolonged.